Event description:
It was reported that a vns patient¿s device had high impedance. Despite the high impedance, the patient is doing well with less seizures. Additional relevant information has not been received to-date. No known surgery has occurred to-date.